Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID# (B)(6). Additional device product code is hrs. Other number¿(B)(4). Lot number unknown. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation and was discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orif (open reduction internal fixation) of a finger, the surgeon was placing a screw into the plate, and the head of the screw broke off. All pieces of the screw were retrieved. There were no broken screw fragments retained in the patient. Another screw was placed with no problem. The screwdriver tip also became stripped or rounded as the screw was being tightened. There were no fragments generated from the screwdriver. Another screwdriver was available to use. The surgery was completed, with no reported harm to the patient. There was a ten (10) minute delay to the procedure due to the reported event. This report addresses the broken screw. This report is 1 of 1 for com-(B)(4).